Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. The customer's blood glucose level was 189 mg/dl. A system check was performed using the current pump supplies and the occlusion alarms were verified. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.